Manufacturer narrative:
The investigation into the reported aic battery failure has been completed since the original report was filed. Aic logs confirmed the reported failure. There was a battery failure alarm (transport connection blown/ missing ¿ event set #360) due to low pack voltage. The batttest utility was run on the aic via a telnet connection and provided detailed battery information that showed a cell imbalance in battery 2. Cell 4 of battery 2 is unbalanced at 387 mv lower than the other cells in battery 2. The failure mode was reproduced on an engineering lab bench. The battery failure alarm was due to a defective battery. The root cause of the defective battery was due to single cell failure, a known pattern failure.

Manufacturer narrative:
The automated impella controller (aic) controller was received for evaluation. Upon investigation completion, a supplemental MDR will be filed.

Event description:
The user facility reported that during the process of updating the software to version 12.2, the automated impella controller (aic) had a battery failure (red alarm).